Manufacturer narrative:
The customer reported that the lcd on the bsm (bedside monitor) goes white randomly. The device was returned to nihon (B)(4), evaluated, and the reported issue could not be duplicated. All steps in the maintenance check sheet were completed per the service manual. Advised customer we could not duplicated the reporting issue and devicde was returned to the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the lcd on the bsm (bedside monitor) goes white randomly.